Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
It was reported the patient had an initial procedure on (B)(6) 2012 with a bifurcated device, a suprarenal aortic extension and an infrarenal aortic extension. Patient came in emergently on (B)(6) 2016 with abdominal pain, CT scan was done, and did not show any evidence of an endoleak. Patient came in emergently on (B)(6) 2016, with a ruptured aneurysm. An angiogram was taken and showed a type 3a endoleak with component separation between the main body and aortic cuff. The physician elected to implant a competitor device to seal the leak. Following the procedure the patient was sent to the intensive care unit (ICU). The patient continued to deteriorate in the ICU and the endoleak was not sealed. The physician elected to complete open repair and explant. The patient expired before the open repair and explant could be completed.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm; a type 3a endoleak with complete component separation, and a rupture. Additionally there was evidence to reasonably support the following observations; type 3b endoleak, hyper-dilation of the superior stent margin, and stent collapse. The clinical evaluation additionally found evidence to reasonably suggest the following contributing factors to the reported event; off label use due to patient anatomy, hyper-dilation of the superior stent margin, and non-treatment/recognition of component separation early on. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The event devices remain implanted in the patient and were not available for further evaluation. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event at this time.